Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of pulse generator the programmer exhibited an error message - device reported an atypical condition - and began pacing at a high rate. The device was reprogrammed, the issue was not resolved. The device was not used and a new device was placed. The patient would be monitored.